Manufacturer narrative:
Date of event : (B)(6) 2018. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 12july2019. Successful corrective maintenance visit with reported problem - replaced parts as listed and tested, confirmed and corrected reported problem. Device is now within manufacturer¿s specification. The device was evaluated by the failure investigation lab. The lab duplicated and confirmed the reported issue. The focus flow valve broken black wire created the error. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported over pressure condition. The customer confirmed there is no patient involvement. The event date was not specified, estimate used.